Manufacturer narrative:
Section h5, h8: correction manufacturer's investigation conclusion: the reported event of no external power alarms on the mpu were confirmed via the submitted log file. The log file contained approximately 90 minutes of data ((B)(6) 2020 14:52 ¿ 16:13 per timestamp). At 15:28, the voltage across both power cables simultaneously decrease down to ~0.0v in approximately 5 seconds activating the no external power alarm. The alarm remained active for approximately two minutes and cleared when power was restored. The no external power alarm activated again at 15:40 for another two minutes. Both alarms activated while the controller was connected to the mpu and appears to be related to a loss of ac power. The alarms did not affect the controllers ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Attempts were made to gather more information regarding the reported no external power alarm; to date, no response has been received. The root cause for the no external power alarm while the controller was connected to the mpu was not conclusive determined but appears to be related to a loss of ac power. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including no external power alarms. The heartmate iii patient handbook was available for use at the time of the event. Section 3 of the patient handbook, entitled ¿powering the system¿, addresses all alarm conditions including using the mobile power unit. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
No external power alarms were observed within the submitted log file. No further information was provided.